Manufacturer narrative:
Confrimed marker band dislocation. Marker band recovered from patient.

Event description:
Vascular intervention case to treat a superficial femoral artery in-stent restenosis. The device marker band detached from the device during use in a patient. The physician was able to retrieve the marker band using a snare.